Event description:
The customer contacted physio-control to report that their device would not provide defibrillation therapy during a recent patient event. The customer advised that there were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
(B)(4): physio-control examined the customer's device and verified the reported issue. Physio observed that the customer's quik-combo therapy cable assembly was unable to detect a simulated heart rhythm (it would only show dashed lines), or shock, when prompted. Physio then replaced the quik-combo therapy cable assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed quik-combo therapy cable assembly and observed an open in the cable. The open line within the cable assembly caused the reported issue.